Manufacturer narrative:
One sample of device was received for evaluation. The reported condition was confirmed. A visual inspection was performed and it was observed the tube presents signs of being used. The severity was assessed as 8 (loss of primary function). Device or item inoperable. Replacement or repair is required to obtain desired performance. No corrective actions required since the returned sample comply with the current product specifications and process controls established at the manufacturing site. Replacement or repair is required to obtain desired performance. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had broken white piece on top of the flange. It was stated that the separation of white piece noticed during changing of inner cannula. The patient had a replacement of the tube.